Manufacturer narrative:
Additional MDR associated with this event: 3025141-2020-00194; head.

Event description:
An arh radial head replacement system was implanted in the patient on (B)(6) 2019. Post op, the patient developed an infection that moved throughout the body so the hardware was removed. The doctor does not believe the hardware was the root cause of the reaction.